Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels due to sleeping wrong on the infusion set. The customer's reading was 500 mg/dl. The customer treated with a manual injection. The customer did not report any symptoms. The customer changed the set and was fine. The customer declined to speak with the 24 hour helpline. The insulin pump was not replaced or returned for analysis.